Manufacturer narrative:
The monitor sn (B)(4) did not pass incoming functional testing. The monitor was received back from a patient in bio-hazardous condition with signs of excrement and bad odor. It was also noted by the distributor that the patient had (B)(6). Attempts were made to clean and device; however the excrement could not be removed. Therefore, due to the presence of the hazardous condition, the monitor could not be investigated invasively for the safety of our employees. There is no other alternative but to scrap the device. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor was unable to power on.